Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely no image occurred due to image sensor unit was broken while the user was handling the device. The breakage of the image sensor could have occurred by irregular stress to insertion section. However, a specific root cause could not be identified. The event can be detected and/or prevented by following the instructions for use which state: "bf-190 series operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system_ inspection of the endoscopic image" "bf-190 series operation manual _important information ¿ please read before use_ warnings and cautions : do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." "Bf-190 series operation manual _important information ¿ please read before use_ warnings and cautions : do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage may result." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and during the evaluation the image displayed a black image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported when angulating the scope the image went black and returned once. The image went black for a second time but could not be restored. The event occurred during a bronchoscopy and resulted in a 30 minute delay. The procedure could not be completed due to not having a second scope available. No error codes were observed. The customer later reported the patient was deceased, had hypoplasia of aortic arch, was on extracorporeal membrane oxygenation (ECMO) and had a failure to thrive issue. The procedure indication was to check the patients lungs for secretions and clear them out. The customer confirmed the death was not caused by the bronchoscopy itself or because of the bronchoscope.